Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 3000 ohms. The patient had been programmed to provide therapy in the ventricle only, so this should not affect his normal brady function in current programming. Technical services recommended to turn the atrial daily measurements off in the future to mitigate any further alerts. The system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 3000 ohms. The patient had been programmed to provide therapy in the ventricle only, so this should not affect his normal brady function in current programming. Technical services recommended to turn the atrial daily measurements off in the future to mitigate any further alerts. The system remains in-service. No additional adverse patient effects were reported.